Manufacturer narrative:
Follow-up #1: date of submission 10/17/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 10/4/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed some cosmetic defects with no damage or peeling to the keypad observed. On investigation, all buttons were found to respond intermittently. Upon removal of the keypad cover, contamination was found under all the button contacts. Unrelated to this complaint, the device powered up to a discolored verifying screen. The display screen was replaced with a test display, and the test display screen was functioning properly.

Event description:
On (B)(6) 2013, patient contacted animas, alleging that the ¿ok¿ button required multiple presses in order to respond. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.